Event description:
It was reported that during an unk procedure, the jaws of the device would not open after the second firing. The jaw was opened forcefully by hands. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.